Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Available details indicate that the device is faulty, as there is a red cross. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october, 2017. The end of life (eol) is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin. The device remains at the customer site. Because the device reached the end of life (eol) and end of service (eos), it cannot be repaired. The cause of the reported problem is unknown and cannot be confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. H3 other text : device is end of life and end of support.

Event description:
It was reported the device was faulty and has a red cross. Patient involvement is unknown at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.